Event description:
Reported that patient had pneumonia-like symptoms that caregiver believes is possibly related to a recalled suction catheter (ballard close line 8ft suction catheters) used prior to knowledge of recall. Symptoms have subsided per caregivers' documentation.